Event description:
It was reported that customer experienced air bubbles anomaly and was able to clear. Customer was educated on how to prevent air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.